Manufacturer narrative:
4568-53 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
A competitor reported that there was a sudden increase in pacing impedance to undefined high levels. Follow-up with the physician's office did not yield any additional relevant information. The lead remains in use. No patient complications have been reported as a result of this event.